Event description:
It was reported that the battery longevity of this pacemaker was fluctuating. An initial data analysis of memory data was performed and found that the fluctuating longevity was a result of the recent programming changes made and that this device was operating right at the current bin edge. Furthermore, additional information from the latest data analysis indicated that the device was accurately calculating the longevity remaining of one a half years at the present operating parameters. The boston scientific technical services (ts) discussed the concept of current bins and that the device was operating at the lowest current bin and not near an edge. The plan was to see the patient in two months. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted. The device was then returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device exhibited inconsistent longevity remaining estimates. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device exhibited inconsistent longevity remaining estimates. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery longevity of this pacemaker was fluctuating. An initial data analysis of memory data was performed and found that the fluctuating longevity was a result of the recent programming changes made and that this device was operating right at the current bin edge. Furthermore, additional information from the latest data analysis indicated that the device was accurately calculating the longevity remaining of one a half years at the present operating parameters. The boston scientific technical services (ts) discussed the concept of current bins and that the device was operating at the lowest current bin and not near an edge. The plan was to see the patient in two months. To date, the device remains in service. No adverse patient effects were reported.